Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing drip chamber. The primary tubing set was being used to deliver an unspecified volume of normal saline via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal cave y-site on the primary tubing set for piggyback delivery of an unspecified concentration of metronidazole. The primary solution container was lowered below the secondary solution container. It was reported that after the metronidazole delivery was started, the nurse noted backflow of solution into the primary drip chamber. The nurse stopped the delivery, raised the secondary solution container higher and resumed the therapy. After the delivery was restarted, the nurse again noted backflow. It was reported the nurse stopped the delivery, "shock" the tubing sets, and resumed the therapy. No backflow was noted and therapy was completed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.